Event description:
During an orthotopic liver transplant, patient was on veno-venous bypass. During the hepatectomy, excessive bleeding was noted by the surgeon; anesthesia mentioned the blood pressure was dropping. Checked the blalock clamp on the infrahepatic vena cava and found the clamp had broken in two pieces. The manufacturer's response was that the clamps did not meet their specifications. The manufacturer recommended not to use the remaining clamps and if needed to use them gently and cautiously without over tightening them.